Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber rotated inside the distal cap. The fiber was replaced and the procedure completed using a second surgical fiber. Outcome: "ok" - there was no injury reported. Gland volume: 100ml joules used: 251,656 time expended: 34:27 minutes